Manufacturer narrative:
The partial lead in segments was returned, analyzed and the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular lead was returned with no information to the manufacturer after being explanted, and subsequently tested out of specification. No patient complications have been reported as a result of this event.